Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding during infusion set change. Customer's blood glucose was 103 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.